Event description:
It was reported that approximately nine months post implantation of the vascular stent in the left sfa due to claudication, the vascular stent was found to be fractured. The patient was scheduled for the deployment of a covered stent inside the fractured vascular stent in (B)(6) 2014.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received for this lot number. There is no indication for a manufacturing-related issue. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may lead to an irregular stent placement and subsequent stent fracture. On the basis of the information available and as no sample or image was provided, a definite root cause could not be determined.